Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer to allow the bolus to complete prior to returning the pump to its place in order to prevent any abrupt temperature changes to the pump. Reportedly, the customer manually entered the remaining number of units into the pump bolus screen, and rounded up the number of units to complete the bolus; therefore, delivering too much insulin. As a result, the customer's blood glucose level was in the low 40¿s (mg/dl) range, which was treated by consuming juice and eating a snack.